Manufacturer narrative:
The initial failure description was that the rotaflow "flow monitoring is inaccurate". A difference of up to 5 liters per minute was found in comparison to another rotaflow unit. A getinge service technician was onsite to test the affected rotaflow on (B)(6) 2020. The technician was able to reproduce the reported failure of the flow difference of up to 5 liters per minute. It was also detected that the error message "sig" was displayed after reaching 2000 revolution per minute. However it was found that the costumer is using the wrong contact cream and not the ultrasonic contact cream that must be used according to the instruction for use. The medical engineering department has been informed that the contact cream used by the hospital is not appropriate to operate the rotaflow unit and the getinge ultrasonic contact cream must be used. The most probable root cause could be determined as user error. The instruction for use (instructions for use / 4.2 / en / 13) chapter 5.1 connecting and inserting the rotaflow centrifugal pump has been review on 2020-12-28 and following instructions were found: -only use ultrasonic contact cream which is listed as an accessory ("accessories", page 75). -the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message "sig!" (=error in the integrated flow/bubble sensor, possible incorrect flow display) appears. The product in question was produced in 2010-03-30. The review of the non-conformities during the period of 2010-03-30 to 2020-12-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure " flow monitoring incorrect" was discovered during patient treatment. The device was directly involved in the event. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment the rotaflow flow had a difference of 5 liters/ min displayed compared to a other rotaflow console. The device has been exchanged during treatment. No patient harm occurred. Complaint ID: (B)(4).